Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter product surveillance of a clearlink set in which the tubing kinks easily and is susceptible to re-kinking and this causes a no flow on a gravity set when giving an anesthesia infusion. There was no patient involvement or medical intervention reported. No additional information is available.